Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had no power and moisture was present in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/18/2016 with the following findings: the pump was returned with no evidence of moisture in the battery compartment. There were no power events observed in the pump history. A call service 078 alarm occured on the rewind step. A leak test failed due to a crack in the u-groove of pump. Moisture was found on the motor flex connector. The battery compartment was cracked. The display screen was dim and discolored.